Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 160 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump failed displacement test, followed by a motor error alarm during rewind. Found error alarms in the alarm history file due to motor encoder signal out of phase. The insulin pump was received with cracked case at display window corners, cracked display window, cracked reservoir tube window corners, cracked battery tube threads, minor scratches on lcd window and partially broken reservoir tube lip.